Event description:
A malfunction alarm was reported with the pump during its operation. The customer declined to disclose whether their blood glucose exceeded 500 mg/dl, so there was no reported impact on the blood glucose level. The customer switched to multiple daily injections as a backup therapy, and technical support arranged for a replacement pump to be sent. The customer was instructed on how to put the pump in storage mode and return it using a pre-paid label within ten days.